Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The procedure treated the target lesion located in the mid left anterior descending artery. A 2.5x12mm promus element stent was advanced for treatment but was not able to cross the lesion. While withdrawing the device, the stent dislodged inside the patient but then was successfully snared from the patients body. While the device was being removed, the catheter shaft fractured at a point outside of the patient anatomy. It was noted that the shaft break occurred due to the severe lesion. The stent was returned in two separate pieces. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with a non-bsc 6 french introducer sheath with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was returned in two pieces and was severely damaged and stretched. There was also a break at the midshaft 35cm from the tip and kinks were noticed along the shaft of the device and also in the lumen. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The procedure treated the target lesion located in the mid left anterior descending artery. A 2.5x12mm promus element stent was advanced for treatment but was not able to cross the lesion. While withdrawing the device, the stent dislodged inside the patient but then was successfully snared from the patients body. While the device was being removed, the catheter shaft fractured at a point outside of the patient anatomy. It was noted that the shaft break occurred due to the severe lesion. The stent was returned in two separate pieces. No further patient complications were reported and the patient status is good.